Event description:
The customer reported via phone call that the insulin pump had a keypad that became stuck on the bolus menu. The customer stated that she was going to bolus when the keypad became unresponsive. The customer's blood glucose was 216 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and a button error alarm during testing. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.